Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported the uncommanded bolus. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the omnipod personal diabetes manager (pdm) gave the patient an uncommanded bolus of 13 units of insulin.